Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the tip of the guide wire became lodged inside the stent and separated from the shaft. The physician inserted two different guide wires into the patient. The physician loaded a stent delivery system over one of the guide wires. The physician deployed the stent and the tip of the second guide wire became lodged inside the stent and detached from the shaft. The guide wires were removed from the patient. The tip of the guide wire remains inside the deployed stent inside the patient. The patient is being treated with medication and is reported to be fine.